Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, emergence of bubbles was observed on the device's silver ion. There was no further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, emergence of bubbles were observed on the extension of the silver ion sleeve. It was stated that the catheter has been in use for a year. It was also stated that chlorhexidine was the cleaning agent used and widescreen healing film was used for wound dressing. Cleaning agents were completely dry before applying ointments in the area. The catheter was not removed and remained implanted in the patient as the main function was not compromised. There was no patient injury.